Manufacturer narrative:
The event occurred in (B)(6) this medwatch is for active system 1. (B)(6).

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 45 mg/dl (active system 1) and 96 mg/dl (active system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.